Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated an r-wave amplitude measurement issue. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four days post a device change-out procedure, an alert was received via a remote monitoring system that indicated that there was noise and short v-v intervals on the right ventricular lead. During the office visit, the r-wave was noted to be diminished. The lead was capped and replaced. No patient complications have been reported as a result of this event.